Event description:
It was reported that the device was at premature end of life (eri). The device had delivered many appropriate shocks to the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.